Event description:
Pt infusing intermate with vancomycin in it. When infusion got down to last 10 ml, the balloon ruptured on the rigid pole in ctr of intermate and rest of infusion went into the ctr of the bottle from the balloon in the intermate. Dose or amount: vancomycin 1000 mg, frequency: every 12 hours. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: post op infection.